Manufacturer narrative:
Investigation evaluation: one unused sealed product was returned from the lot number provided in the report. The reported used device was not included in the return. We were unable to perform are full investigation due to the used devices not being provided in the return. The sealed device returned was opened and attached to a olympus gif q20 endoscope without any difficulties and or without any bands prematurely deploying. The gastroscope has an accessory channel that is 2.8 mm in diameter (model number olympus gif140). The barrel was attached on to the end of the gastroscope. Simulated varices were placed at the end of the barrel and vacuum pulled; each band was successfully fired. The device functioned as intended. The 5 black bands were measured for thickness using calipers, and they were within specification. The amber band was measured for thickness using calipers and was within specification. The information provided states the customer used an olympus q 180 (gif-q180) outer diameter 8.8 mm. The recommended scope size for an mbl-6 is 9.5 mm-13 mm. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be within specification. The length of the trigger cord was measured to be within specification. The trigger cord was intact and not broken. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. A review of the string sub assembly work order was conducted and the affected lot met the required tensile strength for the bond between the bead and the trigger cord. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use advise the user that passing the endoscope over a previously placed band may dislodge the band. The information provided states the customer used a olympus q 180 (gif-q180) outer diameter 8.8 mm. The recommended scope size for an mbl-6 is 9.5 mm-13 mm. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopy procedure, the physician used a cook 6 shooter saeed multi-band ligator. The rubber bands of the product couldn't be fixated and do not hold up [bands do not remain fixed on the varix]. The rubber seems thicker than usual to customer.